Event description:
A cartridge change error was reported with a pump, and there was no adverse impact to the customer's blood glucose level. The technical support team initially instructed the customer to inspect the pump's components and ensured proper use and storage of supplies. Despite these efforts, the issue persisted, leading to an escalated troubleshooting session. During this process, it was confirmed that the supplies were appropriate, and proper steps followed, but the cartridge could not be successfully loaded. Consequently, technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed to return the malfunctioning pump and use alternative insulin therapy in the meantime.